Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an atrial flutter ablation procedure, a steam pop and pericardial effusion occurred. When ablation was being performed in the right atrium a steam pop was heard. Ablation and mapping were continued but then the patient vitals started to deteriorate. A pericardial effusion was seen on intra-cardiac echocardiography so a pericardiocentesis was performed along with multiple cardioversions and CPR for approximately one hour before the patient stabilized. The patient was transferred to the ICU for continued monitoring.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.